Manufacturer narrative:
Investigation: the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The picture sent by the customer was verified and it was possible to observe barrel crackage. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel crack.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle did not retract and was inserted the wrong way. No serious injury or medical intervention was reported. Verbatim: "material no: 381423 batch no: 8339602. It was reported that needle did not retract and it looks like the needle is inserted the wrong way. Per snow case- it didn't retract. It looks like the actual needle is inserted the wrong way. **needs a container. Exact date is unknow. Customer states that it happened last wednesday or thursday."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle did not retract and was inserted the wrong way. No serious injury or medical intervention was reported. Verbatim: "material no: 381423, batch no: 8339602. It was reported that needle did not retract and it looks like the needle is inserted the wrong way. Per snow case: it didn't retract. It looks like the actual needle is inserted the wrong way. Needs a container. Exact date is unknown. Customer states that it happened last wednesday or thursday."